Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event. The transmitter is out of order and multiple error messages are displayed "smartview connect app has stopped" and "fms agent has stopped". Review of the event logs did permit to establish that the device booted 1257 times between (B)(6), and that no battery issue is suspected. A trace of system error is also visible "deadsystemexception", meaning "the core android system has died and is going through a runtime restart. All running apps will be promptly killed." The main origin of this error could not be established with certainty. The most probable hypothesis is that an error regarding the operating system or an internal corruption caused the device to be out of order. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the transmitter restarted on its own, and the home screen was not accessible. Furthermore, a "system ui has stopped" message appeared before the home screen could load. Removing and reinserting the battery resolved the issue.